Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion being treated was located in the right coronary artery. Using a mach 1 guide catheter and an unknown guide wire in a buddy wire technique to "help" deliver the stent. The second guide wire was left in the rca. Upon deploying the stent the unknown wire was left in the rca, and trapped against the vessel wall. While attempting to remove the wire from behind the stent the guide catheter hit the stent and damaged it. The procedure was completed by postdilating the ion stent with a nc quantum apex balloon catheter. No further patient complications were reported and the patient's status is fine.